Event description:
According to the rep - 2.4mm hex star screw driver broke off into the plate. It could not be removed.

Manufacturer narrative:
Result - we confirmed the driver tip was broken per the field report.